Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and signs of use were observed. No other issues were found. During the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor and the upper body component was unstable, however the sample passed the testing. As an additional test the sample was tested on the oxygen entrainment test using a bottle of sterile water connected to the nebulizer adaptor in order to simulate the use of the customer and no issues were detected. After the testing was finished, the nut adaptor was carefully disassembled from the upper body and it was visually inspected. During the visual inspection it was found there was wear on the internal tabs. Based on the investigation performed, the reported complaint was confirmed. Although the condition was observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor is most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Event description:
Customer complaint alleges when connecting the device there was a leak.no patient involvement reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report.

Event description:
Customer complaint alleges when connecting the device there was a leak. No patient involvement reported.